Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that two mitraclips were implanted (B)(6) 2016 reducing mitral regurgitation (mr) from grade 3-4 down to grade 1-2. A week after the mitraclip procedure, echocardiogram found a single leaflet device attachment on one of the mitraclips where it was only attached to the posterior leaflet. The echocardiogram showed an mr grade of 2. No symptoms were reported to have occurred with the mild mr increase. There is no additional intervention planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization etc.) Which contributed to the slda; however, this cannot be confirmed. The reported patient effect of mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.